Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture and low out of range pacing impedance measurements. An invasive procedure was performed. Insulation damage was noted on the lead under the suture sleeve. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection revealed a compressed coil and nick in the insulation approximately 11.5 centimeters (cm) from the terminal pin, which may have been a suture sleeve location. The damage to the lead was consistent with damage caused during lead extraction. Laboratory testing was unable to reproduce the reported clinical observations.